Manufacturer narrative:
Exemption number e2019001. The device was discarded and will not return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.5x15mm trek rx and additional graftmaster devices referenced are being filed under separate medwatch report numbers.

Event description:
On (B)(6) 2019, the patient presented with a right coronary artery (rca) chronic total occlusion, left main, left circumflex, and left anterior descending (lad) coronary artery disease. The lad had an ulcerated proximal plaque, was extremely stenotic, and thrombotic occlusion was observed. Balloon dilatation was performed using a trek rx without noted issues and antiplatelet medication provided. Aspiration thrombectomy was performed and medications provided. Two non-abbott stents (onyx) were implanted in the proximal lad. Balloon dilatation was then performed using a 2.5x15mm trek rx catheter when a mid-distal lad dissection occurred. As treatment, additional angioplasty and a non-abbott stent (onyx) was implanted. Medications were also provided. Timi flow I was observed and additional balloon dilatation was performed using a non-abbott dilatation catheter (euphora) when a distal lad perforation occurred. Medications were provided. Three graftmaster stent delivery systems (2.8x26mm, then a 2.8x16mm, and another 2.8x26mm) were unable to cross the previously implanted, non-abbott stents to the treatment site. During this procedure, the patient experienced chest pain, became combative, was intubated, and anesthesia provided. The patient had coded (cardiopulmonary arrest). Additional dilatation was performed using multiple balloon catheters. An intra-aorta balloon pump was placed, continuous cardiopulmonary resuscitation was performed, and medications administered. Additional aspiration thrombectomy was performed. Timi flow ii was observed, and the patients condition declined. Once off the iabp, there was no underlying heart rhythm and no blood pressure. The patient had expired that day. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use instructions for use as a known patient effect of coronary stenting procedures. In this case, the reported failure to advance appears to be related to circumstances of the procedure as it is likely that interaction with the previously implanted non-abbott stents resulted in the reported failure to advance. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.